Manufacturer narrative:
The device has been received however; evaluation is not yet complete. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer reported the evis exera iii video system center display a b40 error. The event occurred during installation and there was no patient involvement, no harm or user injury reported due to the

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 months, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board (cm board). Olympus will continue to monitor field performance for this device.